Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a spinal headache following the implant of drg trial lead. It was noted that there was no evidence of a csf (cerebrospinal fluid) leak. Also, patient¿s symptom had not resolved therefore lead was explanted and a blood patch was performed. Symptom has since resolved.